Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# 4009847 is a concomitant and this file has captured the correct suspect device with serial number# 13735513 as per investigation report. Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : medical device serial #, device manufacture date. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the pump module had channel error on channel b and d. Patient arrived with high risk medication milrinone, heparin and nitroglycerin. There was patient involvement but no harm.

Manufacturer narrative:
Omit: a0401 - break (1069), c23 - usage problem identified, d11 - cause traced to user.

Event description:
It was reported that the pump module had channel error on channel b and d. Patient arrived with high risk medication milrinone, heparin and nitroglycerin. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module had channel error on channel b and d. Patient arrived with high risk medication milrinone, heparin and nitroglycerin. There was patient involvement but no harm.